Event description:
It was reported that the patient experienced a loss of therapeutic effect while using her insulin pump/glucose monitor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).